Event description:
Customer was hospitalized due to low blood glucose levels. Customer had received no delivery alarms and lead screw problems. Troubleshooting was performed. Customer was instructed to discontinue use of the pump. Advised customer to consult with md about backup plan.